Manufacturer narrative:
Internal complaint number: (B)(4).

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, dc extension cable malfunctioned. It activated on its own.

Manufacturer narrative:
Internal complaint number: (B)(4). This is a reusable OEM device; therefore, a lot /serial history review was not applicable. A serial/lot number was not provided and the specific product serial/lot number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance. The device was returned to the factory for evaluation. An investigation was conducted on 11/21/2019. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. Both the connector and pigtail connection was observed to be intact, no visual defects were observed. An electrical evaluation was performed. To test the ability of the extension wire to deliver energy, a pre-cautery test was conducted per the instruction for use (IFU). The reference hemopro tool passed the pre-cautery test; it produced visible steam during several activations over a period of 10 minutes. The cable was evaluated for electrical continuity using a multimeter. The connection between plug 1 - din 3, plug 2 - din 1 and plug 3 - din 5 were evaluated. Continuity was confirmed at the connections. Based on the results of the evaluation the reported failure mode "electrical issue" was not confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, dc extension cable malfunctioned. It activated on its own.